Event description:
It was reported that the device flow test was 7-8 percent too high. The battery door also needed replaced as the closing mechanism was damaged; there was a missing bow between the batteries. The issue occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
E1: phone (B)(6). One device was returned for evaluation. Visual inspection revealed the entire device slightly worn. No problems were found in the event history log. Functional testing was able to replicate the reported issue; the pump flow rate was found to be too high and the battery door was damaged. The root cause was unknown. The expulsor was to be trimmed and battery door replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.